Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose value of 400 mg/dl. The customer was treating high blood glucose with manual injections. Customer¿s other blood glucose level was 286 mg/dl. The troubleshooting was performed for high blood glucose values and the insulin exited the tubing. The insulin pump will not be returned for the analysis. Frn-unk-rsvr, unomed inf set.